Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "lumpectomy;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "lumpectomy;" this event is not related to the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.1., h.3., h.6. Device evaluation: analysis of the returned device identified: crease fold, encapsulation (50%-100% of the area) and opening on posterior. Leak test and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "lumpectomy;" this event is not related to the device. Device has been explanted.